Manufacturer narrative:
The cause for the non-reproducible advia centaur xp toxo g result is unknown. Siemens is reviewing sample handling procedures with the customer as well sending service on site. The customer used a vacuette greiner bio-one serum tube, 9ml, clot activator with gel separator. It is unknown how long the sample was allowed to clot as the sample was collected by the physician and transported to the lab. The customer has a large centrifuge so the samples are centrifuged at more than 100x g. Service went on site and replaced the following values: port 1: v1,v4,v2,v3,v73, v48,v49. Port 2: v14,v17,v15,v16,v76,v54,v55. The diluter d1 on port 1 was also replaced. No conclusions can be drawn. Siemens continues to investigate the issue. The limitations section of the instructions for use (IFU) states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Event description:
The customer observed a positive advia centaur xp toxoplasma g (toxo g) result that did not repeat. There are no reports that treatment was altered or prescribed or adverse health consequences due to the initial positive advia centaur xp toxo g result.

Manufacturer narrative:
MDR 1219913-2017-00160 was filed on july 21, 2017 reporting a positive (B)(6) toxoplasma g (toxo g) result that did not repeat. August 8, 2017 - additional information: after siemens replaced the dispense port 1 valves (v1, v4, v2, v3, v73, v48, and v49) and the dispense port 3 valves (v14, v17, v15, v16, v76, v54, and v55) and checked the connections to the wash manifold, the system was operational and there were no further discordant results observed. All of these valves are utilized by the (B)(6) toxoplasma g assay wash sequence. Since all of these components of the wash sequence are necessary for the accuracy of assay performance, the replacement of any of them could have contributed to the resolution. Because of this, the exact cause of the failure could not be determined. Based on the available information the advia centaur xp toxoplasma igg lot 061221 is performing as intended. Revised information for section d brand name: (B)(6) common device name: immunoassay analyzer. Product code: jje. Manufacturer name, city and state siemens healthcare diagnostics inc. (B)(4). Model: (B)(6). Serial number: (B)(4). UDI: (B)(4). ·